Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had rf pic failed selftest and pump error alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will returned device for analysis.

Manufacturer narrative:
Insulin pump received with rf pic failed self test alarm during self test, problem isolated to rf board. Pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test.